Event description:
Reporter indicated a system diagnostics test at the office visit resulted in high impedance reading indicating a possible device malfunction. Revision surgery is likely. No serious injury was reported.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.